Event description:
It was reported that the low energy shock impedances were varying. The impedances were between 90 to 130 ohms since 2023. Technical services advised it is most likely that the electrode and/or the pulse generator are in adipose tissue. The doctor elected to perform a defibrillation threshold testing (dft) procedure. The dft procedure went successfully. The electrode remains implanted. There were no more additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only.it was reported that the low energy shock impedances were varying. The impedances were between 90 to 130 ohms since 2023. Technical services advised it is most likely that the electrode and/or the pulse generator are in adipose tissue. The doctor elected to perform a defibrillation threshold testing (dft) procedure. The dft procedure went successfully. The electrode remains implanted. There were no more additional adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.